Event description:
The patient was revised on (B)(6) 2022 for a second time due to instability. Details on previous shoulder surgeries are as below: 1st revision: (B)(6) 2020 (MDR 3014128390-2020-00070). Primary surgery: (B)(6) 2020. The surgeon explanted a standard humeral cup (36/3) and a humeral spacer (9). A stability humeral cup (36/6) was implanted.